Manufacturer narrative:
H10: the sample was received with an open pouch and without a cap. A visual inspection with the naked eye and magnification noted the female connector was separated from the main body of the twist clamp on the transfer set. The insert/key was present showing evidence of solvent application. The reported condition was verified. The cause of the separation was due to inadequate solvent application during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the mainbody of the twist clamp on a minicap extended life pd transfer set. It was further described as the "dark blue piece disconnecting from the light blue piece". This was identified after flushing and when the nurse attempted to disconnect an ultra-bag after use for peritoneal dialysis therapy. The transfer set was first connected to the patient on that same day. As a result, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.